Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI:(B)(4).

Event description:
It was reported that during the procedure in the operating room, the patients spinal cord stimulator (scs) infinion cx leads had high impedances. The patient underwent a lead replacement procedure was doing well postoperatively. Th e explanted device will not be returned due to facility policy.